Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen is not picking up on the device. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer confirmed that the oxygen input and the pressure are normal. Investigation is ongoing.

Manufacturer narrative:
The issue was confirmed to be the oxygen source on the hospital side. Device worked as intended and no issues were observed with the device itself. This concludes the investigation. If additional information is received, the investigation will be reopened.